Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 1500 mg/ml concentration at 100 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that patient was having a catheter revision on (B)(6) 2017. The rep stated that the patient told him that he had not had good pain relief since a week after pump and catheter implantation. The hcp stated that the patient had some positive results related to the targeted drug delivery (tdd) system. The rep stated that the hcp decided to decrease the dose recently and saw if the patient had any withdrawal symptom and that patient did not have any withdrawal symptom. The rep stated based on this result the hcp felt as though there maybe a catheter issue. The rep stated no volume discrepancies noted at refills. The rep was not aware of any catheter access port (cap) dye study procedure performed. The rep was in the operating room (or) now to assist the hcp with a catheter revision. The rep later called in and stated that the hcp had attempted a cap dye study in the past and was unable to aspirate any fluid. The rep stated on (B)(6) 2017, he replaced the spinal segment of catheter and nothing grossly was seen with the explanted spinal segment. No further complications were reported.

Manufacturer narrative:
(B)(4) is not applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Regarding the catheter issue there was no notable issue found by the physician. The physician replaced the spinal segment and was able to aspirate from the catheter access port (cap). The catheter issue/patient symptom event has been resolved. The patient¿s weight and medical history was unknown and will not be made available. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
The other relevant component includes: product ID 8780 serial#(B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter; ubd: 05/26/2018; UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-jul-11. The patient reported they were "not having good luck with it anyway." The patient explained they would give themselves a bolus and he "might as well spit in the wind." It was indicated the issue began at implant. The patient stated the doctor readjusted their system and relocated the catheter. The patient reported their trial was "utopia" but they never had that feeling since the pump was implanted.the patient explained they were not looking for a high, they were only looking for relief from the back pain. The patient did not know if the therapy did any good for his muscle. The patient said they were under the impression that all of the nerves going into the spinal cord would be lessened with the pump, but it "doesn't touch them." The patient stated that ever since the pump was implanted he has told his doctor that he did not think it was working. The patient reported they told their doctor to "pump it up" to get it to work. The patient reported when they got a bolus, that was the only time they "ever got a feeling," but it paralyzed his legs. The patient stated that it went down his legs and not up to his back. The patient reported this occurred back in september. The patient reported he went back to the doctor and the doctor removed the numbing medication that he mixed with the morphine and put some "regular medicine" in the pump. The patient reported their doctor turned everything down again. The patient reported they feel a pressure in their tailbone that goes down into their legs. The patient stated that this has been going on for years. The patient was encouraged to continue working with their doctor regarding these issues. No out of box failures were reported. No medical or therapy problems associated with a small part were reported. The pat ient was sent an email for physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.